Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed and found to be due to insufficient cleaning. In addition the non-reportable evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward knob was out of the standard value, the adhesive on the bending section cover had a chip, the bending section cover had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive around objective lens was peeled, the adhesive around light guide lens was peeled, the connecting tube had a scratch, dent, and wrinkle, the scope cover unit had a scratch, the scope connector had a scratch, the protector of universal cord on scope connector side had a scratch, the protector of universal cord on control section side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the scope cover had a scratch, the suction cylinder was shaved, the lock engagement lever had a scratch, the forceps elevator knob had a scratch, the upward/downward knob had a scratch, the right/left knob had a scratch, the control unit had discoloration, the control unit had a scratch, and the switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera lll gastrointestinal videoscope had defects on the whole distal end (tip bitten). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated it¿s unknown if the device was cleaned, disinfected, and sterilized before sent back, and that it¿s unknown whether reprocessing was practiced in accordance with IFU (instructions for use). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the IFU: instructions, operation manual for gif/cf/pcf-190 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-190 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.